Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had power issue. A field service engineer (fse) checked in application, opened all drawers via storage space configuration which tested fine and refreshed power supply. Then checked the internal and external cabling and found that the station was plugged into a power strip that was upside down, informed the pharmacist that it would need to be plugged into a battery backup uninterrupted power supply. The fse powered on, and in admin found that the label printer¿s motor was not working, so refreshed and updated the settings. Also tested in hardware test application successfully and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had power issue resulted in intermediate reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.